Manufacturer narrative:
Patient information was not made available from the site or the surgeon. (B)(4) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015 a medtronic representative was notified of this issue on (B)(4) 2015, and was lead to believe this issue happened either the (B)(6) 2016. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report, on (B)(6) 2016, from a site that while in a spine procedure, the site was using the navlock with nuvasive instruments. Noted was that the nuvasive representative was running the medtronic navigation system. The medtronic representative was not present and only heard about the issue. The procedure was estimated by the site to have taken place after (B)(6) 2016. There was no other information provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
A software investigation was completed and found the issue is not related to a software issue. As previously reported "the site was using the navlock with nuvasive instruments". The site used the application in an off label way and was unsuccessful. Software functioning as designed. A medtronic representative, following up with the site, reported that the site been informed that use of non-validated, non-medtronic instrument is considered off label.